Manufacturer narrative:
No unexpected low battery alerts, blank display anomalies or off no power alerts note during testing. The insulin passed displacement test and off no power test. The operating currents were in specification. The insulin pump had slightly corroded battery cap contact noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power and turned off. The blood glucose reading was 180 mg/dl. The customer reported that the insulin pump had a brand new battery. The customer reported multiple off no power alarms after changing the battery. The batteries were not previously used, the insulin pump was not dropped or bumped, there were no unattended alarms, and the battery cap was not loose, cracked or damaged. No low battery alert occurred prior to the alarm and the customer reported that it was the second occurrence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.